Manufacturer narrative:
Device still implanted. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.

Event description:
The patient's mother reported that she is concerned that the external fixator is not distracting correctly. It is further reported that she believes the device is not moving in parallel, but is twisting. The patient's mother further reports that this is the second time this particular device has been used and it worked correctly on the previous use. It is further reported that this is the sixth time in total that the procedure has been undertaken on the patient. The patient's mother reports that she has approached the surgeon about this subject and will ask them to provide details to stryker.